Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that during device follow-up, the device had two power on resets (pors). The parameters were restored by the device automatically however the physician also noted the battery status had changed and decided to explant and replace the device. No patient complications have been reported as a result of this event.